Manufacturer narrative:
Model number/catalog number 72404127, serial number null batch/lot number (B)(4); model/catalog description control pump fgs iz; model number/catalog number 72400024, serial number null batch/lot number (B)(4); model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with a seven year old artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. There was no device malfunction associated with the explanted device. A capsule of tissue was removed around the urethra. The patient status was said to be pending. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. It was further reported that the capsule removed from the urethra was scar tissue. The patient did not experience any additional adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.